Event description:
It was reported that the patient presented for implant procedure. During the procedure, the atrial lead's helix failed to extend. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.